Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 246 pg/ml. The sample was repeated on (B)(6) 2024, resulting in a troponin t value of < 3.00 pg/ml with a data flag.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The customer noted that the patient sample was mildly lipemic and there were white floating objects on the surface of the plasma. Plasma crystals were observed on the sample probe. Medwatch field e1 facility name - the full facility name was provided as "(B)(6)". The investigation is ongoing.

Manufacturer narrative:
The provided calibration data had signals that were slightly below expectations. The investigation determined there was no product issue. The issue is consistent with insufficient pre-analytic sample handling and insufficient user maintenance.